Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: occlusion. It was reported that a technician being trained in the use of the starclose device achieved arteriotomy closure after a right superficial femoral artery and lower leg atherectomy interventional procedure. No issues were encountered and a good closure, and hemostasis was achieved. The pt was discharged with no adverse events. The pt returned in 2007 for a second stage of therapy. The procedure was an atherectomy of the left superficial femoral artery and lower leg. On angiogram of the left leg (the groin site where the previous starclose clip was deployed), a complete closure at the origin of the profunda was noted with collateral circulation visualized. Attempts were made to reopen the origin of the profunda; however, only limited results were noted. The pt was discharged without additional intervention or surgery. Though requested, no additional information was available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.